Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer was not able to get his sensor graphs. Customer pressed esc and nothing happened. After delivering a bolus, esc key now worked. Customer's blood glucose was 272 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.